Event description:
It was reported that following spinal cord stimulation (scs) implantable pulse generator (ipg) replacement procedure (MFR number 3006630150-2024-04904), the patient experienced some inflammation, redness, and itchiness at the battery site. The patient was placed on antibiotics. Additional information was received that the pocket site was cleaned out and patient was reportedly doing well.

Event description:
It was reported that following spinal cord stimulation (scs) implantable pulse generator (ipg) replacement procedure (MFR number 3006630150-2024-04904), the patient experienced some inflammation, redness, and itchiness at the battery site. The patient was placed on antibiotics.